Event description:
As reported by the user facility: needle stick on ref# (B)(4), lot# 2g05258242: customer states, "the nurse started the IV and placed the needle on a tray and finished the IV insertion process. When she was done with starting the IV, she reached down and to pick up the needle. The safety mechanism was up the needle shaft and the nurse had been stuck on the tip of her finger." The customer isn't certain if the safety shield fully engaged or if it was from the manner that she picked it up from the tray. The incident happened on (B)(6) 2012.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of (B)(4) (MFR). This report has been identified as (B)(4). The batch record was reviewed and there were no such defects encountered during in-process or final control inspection. The process cards showed no abnormalities. There were no other reports of this nature against this reported lot number. No adverse trends were identified during the complaint review process for item (B)(4) or lot # 2g05258242. Three (3) pictures of a used introcan safety 18g, 1.3x32mm-us were rec'd. The pictures were visually examined. The clip was positioned in the middle of the cannula. Damages that could lead to a malfunction of the clip were not detected with the pictures. Per the event description, the nurse placed the needle on a tray and finished the IV insertion process. When she was done with starting the IV, she reached down and to pick up the needle and that is when she was stuck with the needle. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. Numerous attempts to contact the facility to obtain add'l info were not successful. Since a sample was not rec'd, it is difficult to conduct further investigation and no specific conclusion can be drawn by observation from the pictures. If the actual sample is returned and/or add'l info becomes available, a f/u report will be filed.